Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during cerebral angiography procedure. The procedure was completed after the repair. The philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse checked the host pc and found it failed to power on, measured the mainboard bios battery and found the voltage is too low confirming malfunction with the battery. To resolve the issue, fse replaced the battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction. The catalog item identifier, serial number, product UDI, reporting address line 1 and the reporting address city have been updated.

Event description:
It was reported to philips that the system booted up abnormally, preventing use. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.